Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that 5 years and 3 months after the stent graft was implanted, there was a proximal type 1 endoleak found. The endoleak was due to dilatation of the aortic neck; however, there was no migration of the stent graft reported. First the lower of the renal arteries which was the left renal artery was de-branched. Then another manufacturer's aortic cuffs were implanted proximally to successfully resolve the endoleak. No additional clinical sequelae were reported and the patient is fine.